Manufacturer narrative:
D10: 300-01-13 - equi, hum stem primary, press fit 13mm: (B)(6). 320-10-00 - equin rev tray adapter plate tray +0: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev comp scrlck cap kit, 4.5 x 26mm: (B)(6). 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6). 320-31-36 - glen, 36mm for small reverse: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-36-00 - 36mm hum liner +0 unconstrained: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 1 year and 8 months post the initial right reverse total shoulder arthroplasty, the humeral stem was found to be loose and the patient's humeral side was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected/ additional information. The following sections were corrected/added: h6: medical device problem code and type of investigation. The revision reported may have been the result of humeral loosening, as reported. However, the event cannot be confirmed and the reason for the loosening cannot be determined because the components were not returned for evaluation, and sufficient patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.